Event description:
A customer contacted beckman coulter (bec) to report a small leak of clear liquid under the flowcell of a coulter lh 750 hematology analyzer. The customer was wearing personal protective equipment (ppe) consisting of a labcoat and gloves at the time of the event. No injury or exposure was reported. No erroneous results were generated.

Manufacturer narrative:
Bec customer technical specialist (cts) performed troubleshooting with the customer over the phone and were informed by the customer that they had tried replacing all the tubing. A field service engineer (fse) was dispatched on-site and replaced the differential sample line from the bottom of the flowcell to the t-fitting and from the t-fitting to the differential mix chamber. The flowcell continued to leak from bottom port. Fse then replaced the flowcell which resolved the leak. Repair was verified per established procedures and results met published performance specifications. The cause of the leak is attributed to the flowcell. (B)(4).